Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming button error. The keys on the insulin pump were unresponsive. Customer's blood glucose level was 129 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.